Event description:
It was reported that this right ventricular lead was explanted and replaced due to noise and oversensing which led to inappropriate shocks. Another lead was implanted instead. This lead was disposed, therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.